Event description:
A rep dreamstation auto CPAP device was returned to a third-party service center with information alleging visualization of particles. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. The third-party service center concludes that they couldn't confirm the customer's allegation. The device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient was no allegation. There was no report of patient harm/injury. Box d: product brand name, model number (rfb),catalog item identifier (rfb) & product UDI (rfb) updated. Box h:(device) problem code grid, remedial action init (rfb) & recall (z) number (rfb) updated.